Event description:
Harmonic device was used in sterile field on tissue for fibula free flap case. Device was working fine for two activations, however on the third activation, the device stopped functioning and would not cut tissue. The harmonic was taken off the field, packaged and labeled with a patient sticker. The vendor was notified of the situation.